Event description:
The patient reported experiencing elevated blood glucose of 500 mg/dl beginning in 2009 despite bolusing with the infusion device. She does not believe the infusion device was correctly delivering insulin. She received an e4 (occlusion) error and during the insulin cartridge change she found that the cartridge compartment was wet with insulin. She changed the insulin cartridge and adapter and bolused through the infusion device. Hours later, the patient began to feel bad and she changed the battery and found that the battery compartment was wet. She stated that the infusion device had not been exposed to water. She switched to her backup infusion device and her blood glucose decreased. Her normal blood glucose level is 180 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.